Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated. No patient impact reported.

Manufacturer narrative:
Analysis was not able to verify overheating due to the noisy and grinding on the motor shaft. Motor/cable failed earth resistance test. Seals, motor and bearings were corroded due to dried saline. If information is provided in the future, a supplemental report will be issued.